Event description:
Terumo medical corporation received the following reported information. One hour after starting extracorporeal circulation, the carbon dioxide gas exchange performance suddenly decreased. The event was managed by increasing the sweep gas flow rate. The procedure outcome was not reported. There was no harm to the patient reported.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: clinical engineer. G4: 510(k) number: k130520. Visual inspection of the actual device upon receipt. - no anomaly such as breakage was found. After rinsing and drying the actual device, the amount of oxygen transfer and carbon dioxide gas removal were measured according to the product inspection procedure it was confirmed to meet the factory's specifications. No anomaly was found. [Bovine blood conditions] hb: 12g/dl, temp.: 37°c., ph: 7.4, svo2: 65%, pvco2: 45mmhg. [Circulation conditions] blood flow rate: 5l/min and 3l/min, v/q:1, fio2: 100%. [O2 transfer volume] @5l/min: 315ml/min., @3l/min: 209ml/min. [Co2 removal volume] @5l/min: 261ml/min., @3l/min: 174ml/min. The pump records were confirmed. Following results were obtained. - after starting extracorporeal circulation, the initial recorded paco2 was 39 mmhg. The circulation conditions at that time were blood flow rate: approx. 3 l/min and gas flow rate: 1.6 l/min. - thereafter, paco2 gradually increased, reaching a maximum of 60 mmhg. No changes were found in blood flow rate or gas flow rate. - when gas flow rate alone was increased to 4 l/min, paco2 decreased to 47 mmhg. The manufacturing record and the shipping inspection record of the actual device - no anomaly was found. Past complaint file - no other similar report of the product with the involved product code/lot# was found. Manufacturing date: january 17, 2025. Cause of occurrence/conclusion based on the investigation result, the gas exchange performance of actual device after rinsing met the factory's specifications, and no anomaly was found in the manufacturing records. As a possible cause of this case, it was likely that since the gas flow rate was low compared to the blood flow rate, pco2 gradually increased. However, since no anomaly was found in the actual device after rinsing, it was not possible to clarify the cause of occurrence. Relevant IFU reference: IFU (capiox fx15). - start gas supply with v/q=1, and fio2=100%, then make adjustments based on blood gas measurements. - measure blood gases and make necessary adjustments as follows. A. Control pao2 by changing concentration of oxygen in ventilating gas using gas blender. - to decrease pao2, decrease fio2. - to increase pao2, increase fio2. B. Control paco2 by changing the total gas flow. - to decrease paco2, increase total gas flow. - to increase paco2, decrease total gas flow. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.